Event description:
Insufflator set at 15mmgh. During laparoscopic cholecystectomy, co2 monitor kept rising. Abdomen examined via scope; 1 cm hole found in diaphragm (due to positive pressure?). Case converted to open and diaphragm repaired. Chest tube placed for resultant pneumothorax. This particular machine was a "loaner" from MFR; user received it into the facility on 2/2/96. No other problem associated with this equipment.